Manufacturer narrative:
Based on the investigation (medical imaging, surgeon assessment), the most probable root cause is linked to patient related factors (ossification) rather than a device problem.the identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
The surgeon reported that a 70-year-old patient underwent revision surgery 28 months after the initial operation due to pain on exertion, described as similar to the symptoms experienced prior to implantation of the prosthesis. This surgical procedure was performed on (B)(6) 2026, consisting of release of the peri-prosthetic tissues and maximal removal of the ossification. It was not possible to advance the stem any further. The cup was therefore removed and reimplanted deeper and the neck was replaced.